Event description:
It was reported that during surgery the item broke. It broke inside the patient and all pieces were recovered. S+n back-up was available. No delay or injury reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the jrny ii cr lkg fem imp bumper rt is broken into two pieces. The device shows significant signs of wear/usage. The device was manufactured in 2013. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.